Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: 419578 lead, implanted on (B)(6) 2009.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was prophylactically replaced. Replacement was initiated to preclude permanent impairment of a body function or permanent damage to a body structure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: preliminary and functional testing was performed on the returned device. Results confirmed normal pacing and sensing functionality. Internal battery impedance during functional testing was found to be higher than the threshold established for automated testing. However, the measured impedance in the battery had not reached a level to impact device performance. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.